Event description:
As reported by the edwards field clinical specialist, during the transfemoral tavr procedure, the first 26mm sapien valve was placed in a 50:50 position; however, during deployment the pacer lost capture and the valve was deployed 100:0 aortic. Per report, wire position was maintained and the valve was moved into the descending aorta and deployed at the level of the diaphragm. A second 26mm sapien valve was positioned and deployed 50:50 within the annulus; however, this resulted in significant central regurgitation so a third 26mm sapien valve was prepped and deployed 50:50. A repeat echocardiogram showed mild paravalvular leak and trace central leak. The patient remained hemodynamically stable during the procedure and was extubated at the end. This report is for the first valve. The too-aortic position of the first valve was attributed to the loss of pacing capture. Per report, the patient¿s aortic valve was moderately calcified, the aortic root was mildly calcified, the sinotubular junction (stj) measured 28mm, and the sinuses of valsalva (sov) measured 35mm. The patient did not have severe ventricular septal hypertrophy or mitral annular calcification (mac). Additionally, both the image intensifier angle and the coaxial alignment of the delivery system and valve were noted to be good, ventilation was held and there was loss of pacing capture.

Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, mitral annular calcification (mac) and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, procedural factors (loss of pacing capture) appears to be the primary cause of the too-aortic deployment of the first valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.